Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. During the procedure, the nosecone of the 5.5 x 150 mm supera self-expanding stent system (sess) become separated during advancement on an unspecified guide wire, prior to entering the patient. The procedure continued with another supera stent. There were no adverse patient effects and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation (tip) was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulties appear to be related to procedural circumstances. It is likely that interaction and manipulation of the device with the guide wire contributed to the reported tip separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.